Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, product type: pump. (B)(4).

Event description:
Information was received from a consumer from a social media posting regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The patient thought the catheter "tubing" was kinked because the pump flipped all the time. No additional information was provided. Additional information could not be requested, as the issue was reported on social media with no patient identifiable information. If additional information is received, the event will be updated. Please refer to mfg. Report # 3007566237-2015-03434 for information pertaining to the pump flip.